Event description:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of device, the third-party service center visually inspected the device and found evidence of foam degradation. Error codes was found in the ventilator¿s downloaded error log. It was determined that the device was not acceptable for use therefore the device was scrapped. If additional information is obtained, a follow up will be filed.